Event description:
Revision surgery - patient needed new implants to improve shoulder function for disengaging.

Manufacturer narrative:
The reason for this revision surgery was to improve shoulder function for disengaging after 4.8 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against this lot number. This event is deemed to be non-product related and the result of patient issues. No other conditions relating to this event could be determined with confidence. There is no indications of a product or process issue affecting implant safety or effectiveness.